Event description:
The user reported that during a f/u appointment (post bariatric surgery) the stent tore upon removal. The stent was placed on (B)(6) 2013 to treat a stricture in the mid portion of the pt's remaining stomach following bariatric surgery. There were no complications during the removal procedure and the entire stent was removed from the pt. No harm or injury was reported. The user did not provide the actual catalog item for the stent and did not provide a lot number. The catalog number provided in this report is an estimate.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A f/u report will be submitted when the eval has been completed.